Event description:
Patient who complains of dyspareunia and pain along with recurrent stress urinary incontinence following a mesh surgery, which consisted of an uphold mesh kit and solyx mini sling placement. This procedure was performed at an outside hospital. About 3 months after the surgery, she started having recurrent stress urinary incontinence as well as worsening dyspareunia. On exam, there was absolutely no evidence of prolapse. Postvoid residual was normal and, on urodynamic testing, the patient had a positive valsalva stress test and cough stress test. We ultimately obtained and reviewed the operative reports from her prior surgeries. We discussed the options for treatment. We indicated that vaginal mesh-related pelvic pain is a very complicated problem to solve and surgery is only 1 facet of this problem. She is aware that approximately 50% of our patients do not get better pain-wise after mesh removal and require some other form of treatment such as pelvic floor physical therapy or trigger point injections. We determined that we would pursue removal of mesh material that was banded and causing her pain, specifically at the left proximal arm of the mesh as well as the left/midline proximal area of the mesh.what was the original intended procedure?removal of vaginal mesh originally placed for prolapse.